Manufacturer narrative:
(B)(4). Added additional information the device was returned with the tissue pad missing. The device was tested with a test handpiece and generator and the device did activate. As the tissue pad was not returned, further functionally testing could not be performed. The batch history records were reviewed with no anomalies noted during the manufacturing process

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the tissue pad came off the device. The tissue pad fell off during cleaning and was found on the mayo stand. The surgeon mentioned that the device may have been activated too long. No x-ray was needed to locate the pad. Another device was used to complete the procedure. No adverse consequences reported.

Event description:
Pt was revised to address pain and clunk.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.